Manufacturer narrative:
H10: h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that movement of the head connector would cause the video to switch between the color bar and live video. Video sync issue was observed in live video. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during setup the lens integrated system changes to color bars and back to regular picture, it flickers between color bar and regular view. There was backup device available and no delay reported or complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.